Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. It was performed the DHR review and the manufacturing date for this batch. Investigation conclusion: the incident reported by this complaint will be monitored to tendency analysis. Root cause description: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. Rationale: CAPA is not required.

Event description:
It was reported that ser plastipak 3ml ll 30x7al/un leaked medication. This was discovered during use. The following information was provided by the initial reporter: the customer got in contact and reported that during the act of applying the medication, when aspirating the ampoule's content, the syringe was broken in its side, and the liquid aspirated leaked.